Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The technical service representative (tsr) explained to the hp that se 2240 indicates a large amount of air has entered the cassette. The tsr instructed the hp to cycle power. The tsr advised the hp that therapy has ended and she should start over with new supplies or do manual exchanges. The tsr also advised the hp to contact the peritoneal dialysis nurse (pdrn) to inform of the se 2240. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).